Event description:
The manufacturer received information that a trilogy o2 ventilator was returned to the manufacturer's service center for evaluation of a reported ventilator service required alarm. There was no harm or injury reported. On evaluation, the ventilator service required alarm was not duplicated during an operational check. Error code e-344 was confirmed to be recorded in the error log and was identified as a failure of the oxygen blending module flow sensor. The service technician reported they assumed that the reported issue was caused by a temporary failure in the air side flow sensor inside the oxygen blender module. While the oxygen blender printed circuit board required replacement, the repair was not performed due to the lease term of the device being up. The device was scrapped.